Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. The cause for the reported event remains unknown. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.